Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of excessive wear of the tibial insert, malrotation of the tibial components, and excessive tibial slope, which led to joint pain. This insert was packaged in a non-conforming vacuum bag for more than five years, which may have contributed to the severe wear and delamination observed. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g7 and h2 have been updated accordingly. Section d10: concomitant medical products: - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6). - logic cr femoral cem, left sz 2.5 (cat# 02-010-03-0225 / serial# (B)(6). - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). - fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(6). - lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial# (B)(6) section d1: brand. Name section d4: model number, catalog number, expiration date, unique identifier (UDI) #. Section h4: device manufacture date.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient, weight (B)(6) lbs., had knee pain 2 years out following a left total knee. The surgeon scoped the knee a month back and noticed that the poly was worn and broken and planned a revision to take the poly out and exchanging it. Patient had the broken size 2.5 crc by 11 mm poly removed and replaced with a size 12mm poly. Patient was last known to be in stable condition following the event. The device will be returned.